Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a off no power alert on the insulin pump. Customer stated they did not receive a low battery alert prior to the off no power alert. The customer stated they received two off no power alarms in the past three days. Customer did not report any damage to the insulin pump. The customer was advised to insert a new battery and monitor the issue. The customer also reported receiving low battery alerts on the insulin pump. Customer also called back a second time in regards to the low battery alert. The customer's blood glucose was 160 mg/dl at the time of incident. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.